Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va1mbc9, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp advised the rep that the patient had reported pain at the pocket site which the hcp thought might be a hematoma after surgery. However, when the site was examined it was determined to be infected and the ins and lead were removed. No device malfunctions were reported and the issue was resolved at the time of this report. There were no further complication reported or anticipated.